Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 4 x 15 mm promus stents in prox lcx, 4 x 23 mm promus in mid lcx. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of angina, myocardial infarction and stenosis are listed in the promus everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the index procedure took place on (B)(6) 2010. On (B)(6) 2016, the patient presented to the hospital with substernal chest pain, was hospitalized and was diagnosed with a non-st myocardial infarction. On (B)(6) 2016, angiography revealed in-stent restenosis of the previously deployed 4 x 18 mm promus stent located in the left main coronary artery (lmca) that was treated with 4.0 x 16 mm non-abbott stent. The subject was also treated medically with an increased dose of clopidogrel and aspirin. The patient was discharged on (B)(6) 2016. No additional information was provided.